Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of loss of external power alarm while using the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review as the patient was experiencing clinical issues (lightheadedness, nausea and vomiting). Technical service reviewed the submitted log file and replied to the customer. Multiple pi events and a loss of external power event while using the mpu were noted in the log file. The event log file contained approximately 2 days of patient event data. There was one loss of external power event that occurred while the patient was using the mpu. The event was approximately 30 seconds in duration. The controller operated on backup battery power during this period. The patient changed over to batteries to resolve loss of mpu output. The customer reported that the loss of external power event was due to a power outage at the patient¿s residence. The mpu was kept in use; no product was going to be returned for evaluation. The loss of external power event while operating on the mpu was confirmed in the submitted log file and corresponds to the reported loss of ac power at the patient¿s residence. Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.79 - 81) and the heartmate 3 lvas IFU (p.3-36 to p.3-38). Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook (p. 207 - ¿alarms and troubleshooting¿; p.219 ¿no external power alarm¿; p.223 power cable disconnected alarm) and the heartmate 3 lvas IFU (p. 7-1 ¿alarms and troubleshooting¿; p. 7-15 ¿no external power alarm¿; p.7-18 power cable disconnected alarm¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient gender was requested but not provided per hospital privacy protocol. Serial number of the mobile power unit was requested but was not available. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the log file contained low battery hazard/loss of external power while connected to the mobile power unit on (B)(6) 2021 at 8:40am. During this time the controller did switch appropriately to backup battery power. The patient confirmed the power went out at their home temporarily and they were able to switch to batteries without difficulty. No further alarms occurred.